Event description:
It was reported that there was a hardware removal due to a nonunion fracture, delayed healing, and pain. The sales consultant reported that the patient sustained a nonunion fracture to the right ulna post operatively. The follow up decision was made to remove the hardware. The hardware removal procedure was completed on (B)(6) 2013. The hardware was removed and no device or instruments remain in the patient. The revision procedure was successfully completed with no injury to the patient reported. This is report 4 of 7 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.